Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00868. It was reported the patient experienced an inability to set ipg to MRI mode. In turn, it was later discovered that high impedance was on every lead contact. As a result, the patient underwent surgical intervention wherein the right lead was explanted and replaced to address the issue. It is unknown which lead was explanted therefore both leads are being reported.